Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2011-00142.

Event description:
It was reported that, "during the tha, when the surgeon was using the universal driver shaft, it was broken. Therefore, he used the straight driver shaft instead of it. However, also it was broken. He could remove a tip of the universal driver shaft but could not remove other tip from a screw head."